Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, lead was positioned and helix extended into myocardium, but would not fix to myocardium after six further attempts. The lead was not implanted. No patient complications have been reported as a result of this event.